Manufacturer narrative:
Film evaluation results are: review of CT¿s from 69 months post-implant revealed that the patient had a talent aaa stent graft system implanted, and the bifurcate had migrated into the sac. The suprarenal aorta, celiac artery, and sma were patent. However, the abdominal aorta was partially occluded beginning distal to the sma. The renal arteries were 100% occluded bilaterally, the abdominal aorta was totally occluded beginning at the top of the aaa, and the entire stent graft was occluded. The bifurcate ipsi limb was positioned distally into the right common iliac, and the contra limb was within the left common iliac artery. The suprarenal aortic flow lumen diameter measured ~26mm, at the level of the celiac was 24 x 17mm, and 1cm below the sma (near the likely origin of the renal arteries) the aortic neck diameter was ~27 x 23mm (24 x 15mm flow lumen). The bifurcate od measured 28mm, and the maximum aaa diameter near the level of the bare springs was ~4cm. The bifurcate aortic body was angulated 70deg r-l and 65deg a-p; relative to the iliac limbs. No stent graft kinks, compression, or other stent graft issues were observed. Review of angiography images during an intervention revealed that the talent stent graft system was totally occluded, and the infrarenal aorta was occluded beginning ~5cm proximal to the bifurcate. The proximal neck was angulated ~80 deg l-r relative to the proximal margin of the bifurcate. A thrombectomy was performed and partial flow was seen within the aortic body via antegrade injection above the renals, and blood flow was seen within the right limb via retrograde injection. A valiant stent graft was then seen implanted into the bifurcate, extending ~5cm proximal to the bifurcate and into the base of the infrarenal neck. Ballooning was performed within the valiant and talent aortic body. The renal arteries could not be visualized in the films provided. The final angio images seen in the films show resumed flow within both limbs via retrograde injections. Final angio via antegrade injections above the valiant revealed partial blood flow within the valiant and lack of flow within the talent stent grafts. No stent graft kinks, compression, or other stent graft issues were observed. The cause of the occluded abdominal aorta and total stent graft occlusion could not be determined from the films provided. The cause of the stent graft migration, which may have led to a proximal type I endoleak prior to the occlusion, also could not be determined. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that the migration was due to disease progression, as seen from the currently angulated proximal neck and bifurcate. The cause of the occlusion may have been due to a patient condition; low cardiac output. No obvious stent graft issues were observed in the films which could explain the observed occlusion.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently in cardiac arrest (cause unknown) and was successfully resuscitated in the ER but then lost pulses in the groin. Post CPR CT scan done and revealed a total occlusion of the stent graft. The physician stated the occlusion was most likely from low cardiac output. The CT also showed that the device had migrated distally by approximately 10cm and while there was no endoleak the physician wanted to do a thrombectomy and cuff up to the renals. A thrombectomy was done and a proximal valiant stent graft (B)(4) was used to bridge the talent stent graft to the renal arteries. However the patient required CPR for full arrest twice during the thrombectomy and stent graft implant procedure and subsequently expired post op within hours. The physician stated the cause of death is unknown as the patient had 3 rounds of CPR for a cardiac arrest.